Event description:
Per the clinic, the patient experienced no sound perception with the implanted device and facial nerve stimulation. An open circuit was identified in four electrodes (specific date not provided). Subsequently, the device was explanted on (B)(6) 2025. There are no plans to reimplant the patient with a new device as of the date of this report.